Event description:
It was reported a patient experienced cardiac and respiratory issues coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The causes of the cardiac and respiratory issues were unknown. It was not reported if the patient was hospitalized for the events. At the time of this report it was not reported if the patient recovered from the events. No additional information is available.

Manufacturer narrative:
(B)(4). The cardiac and respiratory events occurred on an unspecified date in (B)(6) 2012. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty of respiratory and heart issues. A visual inspection was performed and found no issues. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all check and calibration tests successfully during service. Review of the device service history and device history record revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.